Event description:
I had rapid pulse while I had essure after I had essure removal surgery total hysterectomy (B)(6) 2017, I continue to have rapid pulse in the 190. On (B)(6) 2018, I was having rapid pulse from 4 am until 1130 ER drs administered "amarotorine," finally my heart went back down to 70-80. I had all sorts of test EKG echocardiogram stress test ultrasound. I am having a cardiac ablation on the lower left side of my heart on (B)(6) 2018.